Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during use on a patient, the battery of the cardiosave intra-aortic balloon pump (iabp) had a malfunction. It was also reported that the iabp unit was in use with only one battery. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A field service engineer (fse) of the getinge authorized distributor evaluated the iabp unit, and reported that apparently the battery was not working because of being stored in the ware house for a long time. The fse charged the battery for 2 days, and later it was working. Now there is no issue with the iabp unit at all. Functional and safety checks to meet factory specifications were performed, and the iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge designee who has different contact details from that of the event site, and has the following contact information: (B)(6). The full initial reporter name is (B)(6).

Event description:
It was reported that during an installation of a new cardiosave intra-aortic balloon pump (iabp) performed by a field service engineer (fse) of the getinge authorized distributor , it was found that the battery of the iabp had a malfunction, and the iabp was active with only one battery. This is an out-of-box failure (oob). There was no patient involvement, and no adverse event reported.